Event description:
It was reported that shaft break occurred. The 95% stenosed, 15mm complex, concentric and irregular target lesion was located in the severely calcified first diagonal. There was timi 3 flow. A 10mmx2.25mm wolverine coronary cutting balloon was introduced. During the procedure, while the balloon markers were still at the proximal end of the lesion, the balloon could not be pushed and it was noted that the balloon was broken in half while inside the guide catheter. The proximal part of the balloon system was removed. The lesion was recrossed with another non-boston scientific wire and another 2.0x15 balloon was passed beyond the wolverine balloon. The balloon was inflated at the low pressure and then used to drag wolverine balloon back into the guide. The whole system including the guide was completely removed. There was complete retrieval of the broken wolverine balloon system. The procedure could not be completed due to inability to crack the lesion despite trying with multiple compliant and non-compliant balloons. The lesion could not be crossed with a cutting balloon. No patient complications were reported.